Event description:
It was reported that the user was unable to remove the insulin cartridge from the pump after rewinding. Removal was achieved after the user was instructed to gently wiggle the connector to loosen it, with no unusual findings observed upon removal. Symptoms included none reported. Outcomes included no injury and no medical intervention. Investigation included customer interview and basic troubleshooting. Investigation of this case revealed that the cartridge eventually disengaged without evidence of a device malfunction. It was concluded that the event was non-serious and consistent with a transient insertion or seating issue, with user technique as a possible factor.